Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/15/2009, 04/29/2009, and 05/05/2009, by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 05/14/2009.

Event description:
A technician reported a pt seeing a line in his vision following intraocular lens (iol) implant surgery. The surgeon noted that the lens "has a staggered mark through the center of the optic" and it was affecting the pt's vision. The lens was exchanged for the same model, different power. Additional info has been requested.